Manufacturer narrative:
Submit date: 3/30/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the barrel had moisture/yellow liquid in it and the caps are not tight.

Manufacturer narrative:
Submission date: 08/17/2018 an investigation was performed for the reported customer complaint: ¿the customer reported the barrel had moisture/yellow liquid in it and the caps are not tight.¿ no lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. During the manufacturing of the syringe assemblies, syringes are visually inspected and physically tested. Control mechanisms are in place to prevent the occurrence and acceptance of damaged syringes during the syringe molding, assembly and packaging processes. These mechanisms include, but are not limited to: material verification/certification processes, periodic audits, dimensional specifications, machine maintenance requirements, and personnel training and certification. The syringe barrel is periodically inspected during the production process. A lot cannot be released unless it passes all visual and physical testing requirements. Inspectors routinely examine the product to ensure it meets acceptable quality level (aql) sampling criteria. Inspections focus on damaged product or components, holes, splits, or cracks in barrel which permit leakage, leakage in fluid pathway, and luer tip not to specification. Testing for this component during production includes the plunger being exercised during the assembly process to distribute the silicone in the barrel and on the rubber tip. Leak testing is also conducted to ensure the syringe draws, holds and expels fluid properly. The syringe is intended to be a single use syringe and not qualified as a prefill syringe. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. A potential contributing factor could be the visual perception of the normal silicone lubricant found on the inner diameter of the barrel as a yellow liquid. No adverse conditions, special circumstances, or events were documented that may have led to the reported event. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.